Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with a report of air gaps in the patient line during initial drain was not confirmed due to a lack of sample. The root cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown.if additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm (ldv), on the homechoice device during initial drain. The caregiver stated that there were air gaps in the patient line. The tsr explained that they would need to start over with new supplies and assist with ending current therapy. The patient was involved but there was no patient injury or medical intervention was reported. Product surveillance spoke with the caregiver (cg) on regarding having to start over with new supplies due to a report of air in the line. The cg stated that the issue was resolved, however, the cause of the alarm remained unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, she did not receive any injury or medical intervention as a result of this incident. The cg stated that the home patient is doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.